Manufacturer narrative:
The returned device was evaluated and performed within specifications. Based on the sst (strip simulator tester) and pod program, delivery test was found to successfully pass and record into the device memory. During the bg (blood glucose) meter strip insertion verification test the pdm (personal diabetes manager) was found to recognize the activities and powered on immediately with no issue noted. No malfunction or product defect that would have contributed to the patient's death. The date of the death is (B)(6) 2017.

Manufacturer narrative:
No product was returned for evaluation. No product malfunction was alleged. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
A representative of the st pancras coroner office called to report that the patient had passed away (exact date was not provided) and will need to know if the pdm contributed to her death. There was no further information provided to date.